Event description:
This case is a solicited case report ((B)(6)) received from a not specified reporter from united states on 28-apr-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced essure user still gets pregnant and device ineffective. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted for birth control. Reporter stated that essure user still gets pregnant. No further information was provided. Follow-up information on 06-may-2014: no follow-up can be obtained due to lack of primary reporter contact information. Case closed. Follow-up information was received on 09-jul-2014. She stated that essure ruined her health. No new clinical information was provided. Follow-up information received on 26-feb-2015. The consumer reported an unspecified nervous system disorder. Follow-up information posted online by the consumer on an unspecified date and collected by the company on 04-may-2015: she reported that, at time of the report, it has been 4 years since essure was inserted and 1.5 years since its removal. She stated that she was still struggling daily. She posted a picture of her belly, at time of this report, appearing to be pregnant. Case upgraded to incident. Follow up information received on 15-may-2015: ptc (product technical complaint) ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Internal correction performed on 20-may-2015: during internal coding review the event "essure user still gets pregnant" was recoded to meddra pt: maternal exposure before pregnancy. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed 2.5 years after its insertion. This event was considered serious, due to medical importance and it is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was provided. Although the reason for essure removal was not specified; it cannot be excluded that it occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. Additionally, consumer posted a photo of herself showing a possible pregnancy at the time of this report. Since this event occurred after essure removal; it was considered as unrelated to the suspect device. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information can be obtained as this a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs